Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error during the prime test at 2.5 lbs due to faulty force sensor resistor. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 368 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the insulin continued to drip after the motor stopped during the manual prime process. The customer stated they were unable to exit the preparing to prime loop. The customer stated that rewind message occurred after an alarm. The customer stated that they were stuck in rewind complete and bolus delivery loop. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.